Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient only received effective pain relief from her scs when she used high program settings. Subsequently, the patient underwent surgical intervention wherein the system was explanted and replaced.